Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent laparoscopic acessa ultrasound guided radiofrequency fibroid ablation, diagnostic hysteroscopy, hysteroscopic myomectomy, diagnostic laparoscopy on (B)(6) 2024. No issues at time of procedure. Follow up appointment due to increased vaginal discharge. Hard plastic blue object wedged deep in vagina over cervix. Foreign body removed by provider manually with two-digit exam. Inspected and noted to be the cervical cage portion of the rumi manipulator that was used for acessa surgery. The distal portion of the ring of the manipulator appeared to have snapped off of the rest of the ring device. No injury to patient. Kc-rumi-25 koh-efficient (B)(4).

Manufacturer narrative:
Updated: b4, g3, g4, g6, h2, h3, h6, h11. Distribution history the complaint product was manufactured at csi stafford. Manufacturing record review a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history record not applicable to this product. Historical complaint review a review of the 2-year complaint history did show 1 similar complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause no definitive root cause for this issue could be reliably determined at this time, the product was not returned for evaluation and no further evidence of the product being detached was provided to support the complaint condition. As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information is available.